Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 444 mg/dl. The customer was thirsty. She took a manual injection of 12 units and changed the infusion set that day. The high pressure test passed. The device was not returned.